Event description:
The catheter and guidewire were advanced within the coronary artery. Difficulty was experienced during attempts to position the guidewire at the desired area. During withdrawal, the catheter separated approx 15 cm above the iliac artery. Attempts to save the fractured piece were unsuccessful. Surgical intervention was required.